Event description:
Reporter noted the 4mm infusion cannula came apart when removing from the eye, causing the eye to collapse and bleed. No intervention or pt prognosis reported.

Event description:
Add'l info rec'd from customer noted repeated operations required to remove blood. Va last visit was hm (hand motion) left eye. Prognosis reported as fair.